Event description:
A malfunction was reported on the pump, with no significant events occurring before the incident. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. The customer reverted to an alternate method of insulin therapy.